Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer's blood glucose level. Reportedly the customer performed a pump reset to resolve the issue, and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.